Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 280-600 mg/dl. Bg was addressed with a site change and a manual injection. The supplies were changed to address the event and insulin delivery was resumed.